Event description:
It was reported that an insect was found within a bulb irrigation syringe component.

Manufacturer narrative:
It was reported that an insect was found within a bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for evaluation and an insect was noted to be near the end of the bulb and inside of the syringe. No physical sample was returned. The cause was determined to ban issue with environmental controls. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.